Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Valve thrombosis. This model is not sold or marketed in the u.s. However, it is similar to device: model #8300ab; brand name: edwards intuity elite valve system; PMA #(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a clinical trial patient with a 23mm pericardial aortic valve was found to have severe aortic stenosis secondary to valve thrombosis after an implant duration of approximately four (4) years. Per the tte on (B)(6) 2018, it demonstrated prosthetic aortic valve stenosis with a current mean gradient of 53mmhg. On (B)(6) 2018, cta strongly suggestive of valve thrombus. The patient was put on full anticoagulation (coumadin) for at least three months. The patient has been placed under consideration for intervention.

Event description:
Additional information received indicated that the patient underwent a valve-in-valve procedure after an implant duration of six (6) months and 10 days due to severe aortic stenosis and mild central insufficiency. The tavr was performed with a 26mm non-edwards transcatheter valve. Post valve deployment, there was no significant paravalvular leak. The patient tolerated the procedure well and was transferred to the cticu/cpu for recovery. The patient was deemed stable for discharge to home on pod #1.

Event description:
Additional information received indicated that the patient underwent a valve-in-valve procedure after an implant duration of four (4) years, six (6) months due to severe aortic stenosis and mild central insufficiency. The tavr was performed with a 26mm non-edwards transcatheter valve. Post valve deployment, there was no significant paravalvular leak. The patient tolerated the procedure well and was transferred to the cticu/cpu for recovery. The patient was deemed stable for discharge to home on pod #1. Updated information received from clinical safety: the patient expired at home two (2) years after the tavr surgery with a non-edwards valve. Cause of death was unknown.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5. H11: corrected data: corrected section h6.